Manufacturer narrative:
This supplemental report is being submitted to provide an additional reportable device malfunction (pae) event of the angle knob having play that was later identified during the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be identified for the angle knob play event; however, it was speculated that the angle down and play of the angle knob may have occurred due to the extension of the angle wire due to excessive load, dropping the scope, or hitting the clamping part of the insertion/flexion part in addition to the number of times of use. The root cause of the foreign matter in the nozzle event could not be determined; however, from the information obtained, the cause of the remaining foreign matter could not be identified due to it was unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained and whether there was physical damage to the areas where foreign matter remained. Preventive measures are described in section 5, chapter 5 of the instruction manual. Cleaning the outer surface. 1. Fill a clean, large container with cleaning solution at the temperature and concentration recommended by the cleaning solution manufacturer. 2. Immerse the endoscope in the cleaning solution. 3. Carefully brush or wipe the outer surface of the endoscope with a clean gauze, brush, or sponge. Pay particular attention to the air or water nozzle openings and the objective lens surface at the tip of the insertion tube to ensure that all debris has been removed from the entire outer surface of the tip. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to wear of the angle wire, the play of the up/down knob was out of the standard value; and scratches were found in multiple locations on the device. The foreign material found has been attributed to insufficient cleaning. The customer was unable to provide any cleaning, disinfecting, or sterilizing processes. It was unknown if the device was cleaned, disinfected, and sterilized before it was sent in for repair. It is unknown if the customer has any idea about the nature of the foreign material. It is unknown if there was a delay in the start of the precleaning or abnormalities in the accessories used for reprocessing. It is also unknown if the customer flushed the air or water nozzle with water and air and wiped or brushed the air or water nozzle with clean, lint-free cloths, brushes, or sponges. Lastly, it is unknown if the customer flushed the air/water nozzle channel with the detergent solution or presoaked the endoscope in the detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that during a procedure, the gastrointestinal videoscope had presented with insufficient angulation. The issue had no effect on the case. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the nozzle was clogged with foreign material. The foreign material remained in the nozzle, which can cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the nozzle noted at estimation.